Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed. Therefore, we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event. However, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
Customer reported a leak in the cuff after cannulation. The information provided suggest that decannulation and recannulation of a replacement tube was required.